Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stenting procedure of the mid sfa via antegrade approach, the outer catheter of the delivery system broke and the vascular stent could not be deployed. Another stent of the same brand was used to complete the procedure successfuly. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device, the stent was found to be partially released and could not be deployed any further during the performed function test. The condition of the device indicates the presence of increased friction finally leading to the reported failure to deploy the stent. According to the event description, the outer catheter broke during the attempt to deploy the stent. However, as no broken component was identified during sample evaluation, the reported breakage could not be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. Reportedly, the lesion had been pre-dilated. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Updated data; sample was received. Updated 'eval code & desc - conclusion 1'; evaluation completed.

Event description:
It was reported that during a stenting procedure of the mid sfa via antegrade approach, the outer catheter of the delivery system broke and the vascular stent could not be deployed. Another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.